Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx "analysis works were discontinued by detecting artifacts." There was no reported patient involvement and/or patient impact.